Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor paired with the dexcom app but initially failed to pair and display data on the ilet until after reviewing cgm settings, after which the sensor connected and glucose readings appeared, consistent with an intermittent communication failure involving the antenna and electrical/magnetic components. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information they provided. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure between components associated with wireless transmission. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.